Manufacturer narrative:
Concomitant medical products: imk49jb45 lead, implanted (B)(6) 2005; imk49b58 lead, implanted (B)(6) 2005; 419478 lead, implanted (B)(6) 2009.

Event description:
It was reported that there were two right atrial (ra) leads implanted. One right atrial (ra) lead that had previously been capped exhibited fracture and clavicular crush. The second right atrial (ra) lead exhibited high thresholds, no capture, high impedance, fracture and clavicular crush. Right ventricular (rv) lead was inadvertently damaged during laser lead extraction. All the leads were explanted and one of the ra and the rv were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned in bad condition due to explant damage. Visual inspection was performed and no insulation breach in vivo was observed. Electrical continuity test was performed on the proximal portion, results was passed. The presence of a lead removal wire stuck, and severe explant damage on the distal portion prevent electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing, the proximal conductor 1 out of 6 filars fracture in vivo was observed. If information is provided in the future, a supplemental report will be issued.